Manufacturer narrative:
B3: date of event- no information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a caller regarding patients who were implanted with an interstim device. It was reported that many patients have suffered extreme and unexpected electric shocks, causing terrifying paralysis and severe pain.

Event description:
(B)(6) 2025 (B)(6) (for, com): information was received from a caller regarding patients who were implanted with an interstim device. It was reported that many patients have suffered extreme and unexpected electric shocks, causing terrifying paralysis and severe pain. Additional information was received. Literature was reviewed regarding ¿understanding a decade of safety reporting for sacral neuromodulation in the food and drug administration manufacturer and user facility device experience database¿. The following medtronic devices were used: medtronic interstim device. Among patients' adverse events/device performance issues included: 1. One consumer had a ¿small opening¿ in the incision site that was leaking ¿clear fluid¿ on [date]. Seven days later, it was stated that there was implantable neurostimulator exposure. It was unknown how long the device pocket was ¿open,¿ however the healthcare provider stated that the ¿site did not look infected.¿ ten days later, it was reported that the physician removed the battery, cleaned the site with a ¿pulsevac,¿ and irrigated the site. The physician reportedly placed the device back in the patient, verified impedance measurements, and ¿closed up¿ the incision. It was stated that the battery was originally placed in a transverse fashion, rather than lying flat, which allowed the battery to put undue pressure on the incision, which ultimately allowed for extrusion of the battery. 2. One consumer reported there was erosion at the implantable neurostimulator (ins) pocket site. It was also stated the patient had an infection at the ins site. 3. One consumer reported having no response to therapy and was found to have impedance issues on all electrode combinations in the office. The patient was scheduled for lead revision when the lead was observed on x-ray to be severed and coiled up at pocket site. Lead was replaced and new [neurostimulator] implanted as lead was severed at electrodes both distal and proximal connections. The patient issue was resolved at the time of the report. 4. There were numerous cases of device migrations. One patient had to have surgery to move their [implantable neurostimulator] about a year after implant because it was touching a nerve. The patient stated they were doing better since the device was moved. Another patient¿s implantable neurostimulator had moved two inches in the pocket site. 5. Another patient reported 2 years prior to this report, patient had a fall and after many weeks of diagnosis, the patient family health care provider thought that her stimulator was dislodged, so they went back in and fixed it because it was dislodged, and patient got instant relief 6. One consumer had a revision because battery was depleted in a year and half.

Manufacturer narrative:
Continuation of d10: product ID neu_interstim_ins lot# unknown product type implantable neurostimulator product ID neu_interstim_ins lot# unknown product type implantable neurostimulator product ID neu_unknown_lead lot# unknown product type lead product ID neu_interstim_ins lot# unknown product type implantable neurostimulator product ID neu_interstim_ins lot# unknown product type implantable neurostimulator product ID neu_interstim_ins lot# unknown product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: model neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: model neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: model neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: modelneu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: model neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: model neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown b.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Carlton, c.e., souders, c.p., chertek, n.a., goueli, r.s., lemack, g.e., anger, j.t., et al. (2023). Understanding a decade of safety reporting for sacral neuromodulation in the food and drug administration manufacturer and user facility device experience database. Neurourology urodynamics. 023;42:1655¿1667. Doi: 10.1002/nau.25248 g2: report source - foreign no longer applies. Event is USA. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.